Manufacturer narrative:
Complaint conclusion: as reported, the balloon of (2) 6f/7f mynxgrip vascular closure devices (vcd) popped while attempting to deploy. Hemostasis was achieved by manual pressure less than thirty minutes and a femstop was used as a precaution. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). On one of the devices, the balloon popped upon pullback, and it was early enough to introduce a second mynx, the second time the user could not regain access. There was prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the iliac artery or vein. The first device the balloon lost pressure prior to the first stop, the second device the balloon lost pressure between stop 1 and 2. There were no visible damages to the distal end of the 6f cordis sheath after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f 11cm cordis avanti+ vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynxgrip certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were not returned by the customer for analysis because the risk of bloodborne pathogens could not be confirmed or ruled out. The product history record (phr) review of lot f2318101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (there was moderate presence of calcium within the vicinity of the puncture site, and the vessel had a previous pta, stent or vascular graft in the artery/vein) most likely contributed to the burst reported since calcification/pvd at the access site can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr reviews, nor the information provided suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of (2) 6/7f mynxgrip vascular closure devices (vcd) popped while attempting to deploy. Hemostasis was achieved by manual pressure less than thirty minutes and a femstop was used as a precaution. There was no reported patient injury. The mynx vcd was prepped according to IFU instructions. On one of the devices the balloon popped upon pullback, and it was early enough to introduce a second mynx, the second time the user could not regain access. There was prior pta, stent, or vascular graft in the iliac artery or vein. The first device the balloon lost pressure prior to the first stop, the second device the balloon lost pressure between stop 1 and 2. There were no visible damage to the distal end of the 6f cordis sheath after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f 11cm cordis avanti+ vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in interventional procedure with a retrograde approach. The deployer is mynx grip certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will not be returned because it cannot be confirmed or ruled out the risk of bloodborne pathogens; therefore, they will not be returned for evaluation.